Event description:
It was reported that the right ventricular (rv) lead¿s thresholds were unstable after implant. The lead was repositioned the day after initial implant. However, the day after the reposition the thresholds were till variable. The physician then elected to remove and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.